Event description:
Received info stating the pt was in a car accident and as a result her "wire was disconnected". Pt was scheduled for revision surgery but it was cancelled. Pt needs to find a new implant and f/u physician. Add'l info has been requested and if received a f/u report will be sent. Reference mf report # 3004209178201010740 for the second ins.

Manufacturer narrative:
(B)(4).